Event description:
It was reported that "patient stated they've had 4 malfunctions where the pump shutdown, and had to do a hard reset". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.